Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. Patient had an unspecified procedure performed on (B)(6) 2024. Osseoguard resorbable membrane was used on a patient in tooth sites 46 and 47 in conjunction with puros 67210 + 67212 (puros product is not manufactured by collagen matrix, inc.). Customer states the membrane "dissolved in 3 days." On (B)(6) 2024, it was reported the patient had an allergic reaction with "strong swelling, abscess, inflammation, redness and collection of pus" and the wound would not heal. The patient reported "great pain." The customer stated the product was removed on (B)(6) 2024. It is unclear which product was removed, but customer believes it was the puros product removed. Customer stated the patient is "ok after removal of the material." There is no treatment plan finalized yet, as the patient and clinician are "making decisions, possibly transfer to oral and maxillofacial surgery." Additional clarification surrounding the dates and events and patient status/patient outcome was requested but not yet provided.